Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms, rewind anomaly, prime/fill anomaly, and back light anomaly were not noted during testing. All buttons were tested for their functionality and all passed. Pump communicated properly with the test guardian link 3 transmitter. Successfully downloaded pump history files and traces using thump software. Pump alarmed no relevant no delivery alarms on the event date of at (B)(6) 2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [23.626 mv]. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and battery cap contact missing. No delivery/occlusion alarm, rewind anomaly, prime/fill anomaly, back light anomaly, no com pump to xmtr, and keypad/button unresponsive were not confirmed during testing. Cosmetic damage was confirmed at the back of the pump. Moisture damage was noted found isolated to the battery tube. Battery cap contact missing was noted and confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, no communication between the insulin pump and transmitter, no delivery/occlusion alarm, rewind issue, prime/fill anomaly, damage, back light anomaly, keypad/button unresponsive, sensor glucose vs blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-399a, mmt-332a, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.